Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "paco2 and pao2 values were measured high or low despite interventions when we started ecd during coronary artery bypass surgery on (B)(6) 2018. The living problem is seen in the echo 2018/01 internal correspondence clause and in the extreme perfusion follow-up parameters. The technical problem that the problem of the living is not from the gas mixer and the technical service of the company came on the same day and the technical checks were reported as we see in the final documentary." (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer: maquet medical systems USA 8010762-2018-00053. Contact person: (B)(6). A quadrox-I adult with a vhk 71000 reservoir was returned. Leak test was performed. A major leak at the luer lock of the blood outlet luer lock of the blood outlet connector was noted. A long crack over the luer lock led to this leak. Crack on the luer lock was glued and again a leak test carried out. There were no further leaks. For information: if the oxygenator is suspended during use and a leak occurs from the luer lock, the fluid will run to the lowest point and that would be the gas outlet. No further abnormalities could be detected. A leak on the luer lock of the blood outlet connector can be confirmed. The gas side is dense. Based on this failure could be confirmed. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. Sap trend search was performed (material 70106.7949, failure code 0307 gas flow) which came to following results: 0 additional complaint was recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: (B)(4). Due to this information no systemic issue could be determined. Device history records were reviewed and no abnormalities were found. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. No further investigation initiations will be completed at this time.

Event description:
Ref.: #703006684, customer ref.: # (B)(4).